Manufacturer narrative:
Manufacturer narrative: the customer reported that a long time patient was set to stop and reset every 2hrs on the cns (central monitoring station) but the device shows no data. The nurse then set it for 2 minutes and still there is no data. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned

Manufacturer narrative:
The customer reported that a long time patient was set to stop and reset every 2hrs on the cns (central monitoring station) but the device shows no data. The nurse then set it for 2 minutes and still there is no data. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that a long time patient was set to stop and reset every 2hrs on the cns (central monitoring station) but the device shows no data. The nurse then set it for 2 minutes and still there is no data.